Event description:
Following a redo atrial fibrillation procedure the patient experienced a stroke. Symptoms included right leg weakness when the patient was ambulated in the post recovery period. The patient was transferred to (B)(6) hospital for a stroke assessment. There were no issues noted during the procedure and there were no alleged performance issues with any abbott devices. It is unknown what caused the stroke.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke could not be conclusively determined.